Manufacturer narrative:
Product ID 8780 lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter product ID 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type catheter product ID 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4).

Event description:
Additional information received reported that the patient had not been getting therapy since (B)(4) 2012 and they attempted a dye study (B)(4) 2013 but were unable to aspirate from the cap (catheter access port). The healthcare provider (hcp) questioned about catheters collapsing when the cap is accessed for a dye study and the md attempts to aspirate the catheter, the hcp ¿felt¿ this could occur.

Event description:
Additional information received reported the patient had no pain relief in relation to the event. The patient was put on minimum dosing, had no orals, no increase and no explantation as of the time of report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was reported a dye study was being conducted because, the patient had not been getting efficacy since a catheter revision in (B)(6) 2012. The pump was being used to deliver dilaudid. Additional information received reported, the patient's pump had never been effective. The catheter was replaced and the tip was seen under fluoroscopy at t9. No cerebrospinal fluid (csf) was able to be aspirated. The reservoir volume was aspirated, checked, and accurate. The patient was being referred to a surgeon for a third exploratory catheter revision.